Event description:
The customer reported the touch screen is not working well. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of additional information: 2/19/17. Root cause: the contamination inside the touchscreen glass and shield created the touch screen calibration to fail.